Event description:
It has been reported that the device's speaker volume was very low during a patient use event. The patient survived.

Manufacturer narrative:
Speaker issue discovered during device investigation, however the speaker issue did not prevent the device from performing to specifications.